Event description:
It was reported that deployment issue occurred. The target lesion was located in the right coronary artery (rca). A 24mm x 3.00mm promus premier¿ stent was advanced to the distal rca. The stent delivery system balloon (sds)was inflated and expanded the stent however it was unable to inflate the middle part of the balloon. As a result, the balloon was inflated in dog bone shape. It was then noted that the stent was partially deployed and when the sds was pulled, the stent moved together with the sds to the proximal rca. The 24mm x 3.00mm promus premier¿ stent was implanted in the proximal rca. A non bsc stent was implanted in the distal rca and the procedure was completed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. The tip od was measured which is within specification. The stent had been deployed and was not received for analysis. Crimp marks were visible on the balloon material indicating the device was crimped in the correct location during manufacturing. The profile of the balloon cone and wings were reviewed and no issues were noted with their profile that could have contributed to the complaint incident. It was noted there was blood in the balloon and that the balloon appeared to have been subjected to partial positive pressure. The device was attached to an encore inflation device and subjected to positive pressure. It was observed that the balloon was unable to maintain positive pressure and that fluid was exiting at the guidewire exchange port and through the tip of the device. The bi-component bond was broken and it was noted that 0.3mm of distal inner remained on the proximal inner indicating the device was bonded during manufacturing. The shaft polymer extrusion was stretched by 5.5mm in the region of the break. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system possibly during the removal of the device or during packaging for return. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the lesion was 70% stenosed and was located in the mildly calcified and mildly tortuous distal right coronary artery.